Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was reproduced at power up and confirmed. This was caused by a failed lower link switch. The lower auxiliary was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed system error 322. There was no patient involvement.